Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was 302 mg/dl- "high" although specific value was not provided. Elevated blood glucose levels were address by manual insulin injection. Customer reverted to an alternate method of insulin therapy.